Event description:
It was reported that the patient presented to clinic for a follow up. High voltage lead impedances had dropped. A patient notifier was received. All egm vectors showed normal waveforms. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.